Manufacturer narrative:
Investigation is ongoing. Device is not returning.

Event description:
As reported by an edwards field clinical specialist, a 23 mm sapien 3 valve is being evaluated for a reintervention due to stenosis approximately 3 years and 5 months post implant. A surgical aortic valve replacement has been scheduled.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional information received through investigation. The following sections of this report have been updated: additional information added to b5, additional information added to d6b, additional information added to b7, corrected codes on h6 health effect clinical code. Investigation is ongoing.

Event description:
The patient was seen in office due to rising gradients on ttecho. Teecho revealed severe aortic stenosis with concomitant severe mitral stenosis/mitral regurgitation. The patient was admitted for heart failure optimization. The patient was noted to have significant lower extremity edema and shortness of breath. A surgical aortic valve replacement and an explant of the 23mm sapien 3 valve was performed approximately 3 years and 6 months post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery provided revealed the following: thickened calcium leaflets were present. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure events/care. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of stenosis was confirmed based on the medical record received. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Review of medical record confirmed that patient had a history of diabetes and hyperlipidemia, which are known to increase the risk of bioprosthetic valve calcification. Furthermore, thickened leaflets with calcium deposits were confirmed per imagery review. Tissue thickening due to calcification likely caused a reduction in the effective valve orifice, giving rise to stenosis and increased gradients, as reported. As such, available suggests that patient factors (diabetes, hyperlipidemia, calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.